Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted the product was implanted for approximately 15 years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear and osteolysis.